Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, the surgeon noticed that the tip of the preloaded insertion system, model pcb00, was broken. Another device was used resulting in increased duration of the surgery. No patient involvement or injury reported. No further information was provided.

Manufacturer narrative:
Additional information: complaint device was returned to manufacturer. Device available for evaluation - yes, returned on august 16, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck at the cartridge tube. The rod tip overrode the lens in cartridge. No tip defects such as deformed tip or deformed was observed on the returned unit. The reported issues as was not confirmed on the returned sample. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.